Event description:
It was reported that the health care provider (hcp) was not able to aspirate more than 2 cc¿s from the catheter during a pump replacement procedure, thus they were replacing part or all of the catheter. The drug in the pump was unknown. Additional information received reported the drug in the pump was gablofen. It was reported there was a kink in the catheter and it was noted ¿we cut where it exists spine and freely flowing¿, and added a new pump portion. The pump was replaced and a new proximal catheter was implanted.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).